Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that pump battery did not reliably charge without the customer maneuvering the cable into the charging port at a certain angle , later confirmed charging port damage described by health care provider. There was no reported impact to the customer¿s blood glucose level. Customer relied on current pump and ultimately replacement pump.